Event description:
The tub is approx 18 yrs old and it has never been serviced by arjo. The bolt that holds tub to the panel broke away from the support, resulting in the right side pulling away from tub.